Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 381 mg/dl. The customer was unable to troubleshoot at the time of the call, but stated that his doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.